Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported the patient had pain in his hip. The doctor went in to revise and assumed it was going to be metallosis. He discovered that there was black tissue. The stem was fine so he only replaced the metal head with a ceramic head.